Event description:
Pt with a knee wound with tunnels was treated with v.a.c. Therapy at home starting 2008. Wound would not close, and pt developed an infection in the wound. She was taken to the operating room where a piece of whitefoam dressing was removed. Foam was estimated to have been in the wound for one week. Pt was given antibiotics to treat the infection. She remains on v.a.c. Therapy to heal the wound.

Manufacturer narrative:
V.a.c. Therapy safety info concerning foam placement and foam removal states: "do not place any foam dressing into blind/unexplored tunnels. Do not force foam dressing into any area of the wound, as this may damage tissue, alter the delivery of the negative pressure, or hinder exudate and foam removal." Foam removal: "v.a.c. Foam dressing are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."